Event description:
The user facility reported that the patient was given bilateral angio-seals. The patient felt a "pop" hours after the angio-seal deployment during a coughing event and had bilateral hematomas. The patient was sent to vascular surgery for ultrasound evaluation with mild pseudo aneurysm found on the right side. Vascular surgery advised to hold pressure and no surgery or other intervention was performed. The procedure was a stenting procedure. The estimated blood loss was less than 250cc. The patient was on integrilin.

Manufacturer narrative:
A1: patient identifier: requested, not provided. A2: age or date of birth: requested, not provided. A3a: sex: requested, not provided. A3b: gender: n/a. A4: weight: requested, not provided. A5: ethnicity: requested, not provided. A6: race: requested, not provided. D6b: explanted date: device was not explanted. E3: occupation: neuro interventional radiologist fellow. The actual device is not available for return. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. This report is for the first device used on the patient, for the second device used please see MDR 3013394970-2024-00289.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section d4 UDI number and to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint was confirmed for a closure complication postoperatively. The exact root cause cannot be determined. The likely cause was determined to have been user technique as the issue appears to be isolated to a single unit performing closure with a specific technique. It is also possible that excess tamping of the suture caused the issue to occur, as overtightening of the assembly could result in issues postoperatively. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).